Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. When the cassette was attached the pump was able to be calibrated and started without issues. The downstream and upstream sensors both reacted to pressure as expected. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced as a preventative measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device downstream occlusion sensor would not calibrate. It is unknown if there was patient, or clinician injury associated with this occurrence.